Event description:
It was reported that, after a genesis ii ps tka construct had been implanted on the patient's knee, the patient required a revision surgery due to unspecified reasons/symptoms. During this procedure, the gii ps hi flex isrt sz 3-4 25 was explanted. The identity of the prosthesis implanted in exchange is unknown at this time. The patient's outcome is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested clinical documentation, the root cause of the reported events could not be further assessed. The patient impact beyond the reported revision of the insert could not be determined. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed the existence of complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).